Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl with ketones present. The pod was worn between 24 and 36 hours. It was noted that the pink slide did not move forward, but the cannula was visible and bent. The hyperglycemia was treated with manual injections and a new pod. Device was discarded.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure/bent cannula or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.